Event description:
It was reported the patient has not used stimulation and has been unable to charge her ipg due to delayed and intermittent charging. Additionally, a sjm representative was unable to locate the ipg with the charging system and could not confirm effective stimulation due to the low battery on the ipg. Follow up identified the ipg site was moved to a new location and the patient has been able to charge the ipg with a replacement charging system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.